Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed the motor test. The device was received with normal operating currents. No unexpected low battery alarm noted. All the buttons responded properly. No moisture damage on the button keypad found. The unit also was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reports to have experienced a few issues with insulin pump. Customer reports motor error, button malfunction, scratches, struggle rewinding and pump not priming all the way. After troubleshooting, customer was advised that insulin pump would need to be replaced. No blood glucose information given. No further information provided.